Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The target lesion was located in an unspecified vessel. A 2.50mm x 20mm emerge balloon catheter was selected and advanced to dilate the lesion. The balloon got "split" and ruptured under unknown pressure with unknown number of inflation.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).